Event description:
During a clipping procedure in the stomach, a cook disposable hemostasis clip was used. When trying to deploy the clip, the clip made a loud snap like something broke in the catheter. The clip would not release, not open or close, and not stay attached to the tissue. The clip is still attached to the catheter. The procedure was finished with another clipping device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the device was returned with the clip attached and drive wire separated inside the handle. During a functional test conducted at cook in our test lab, the device was advanced into an olympus endoscope gif q20 (2.8mm channel). The endoscope was placed in a stimulation upper gi position for the test with the tip of the endoscope retroflexed. Using hemostats to connect to the separated drive wire inside the handle the clip opened and closed as intended. The clip was then deployed on a stimulated tissue sample. The device functioned as intended. The returned device was sent to the approved supplier for eva. The supplier the following info. The device was returned with the drive wire removed from the handle - no functional testing could be conducted (note: function testing was previously conducted at cook prior to returning the device to the supplier as noted above. No further functional testing could be conducted because this is a one time deployable device.) The eval showed that the tip was detached and in the bag, the drive wire was bent but no longer attached to the handle. The handle was disassembled and inspected under microscope. The connector and drive wire assembly were verified to be within the appropriate mfg specs. There were no defects observed on any of the components returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.